Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this cloudy effluent episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a solicited report by a nurse from (B)(6) of slight pain upon draining and cloudy effluent in a patient coincident with extraneal viaflex and nutrineal pd4 unknown bag therapies for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient presented to his pd unit with cloudy effluent and some slight pain upon draining. On the same day, the patient was started on remedial therapy with an unspecified course of antibiotics. At the time of this report, remedial therapy, extraneal viaflex and nutrineal pd4 unknown bag therapies were ongoing. It was not reported whether the events of cloudy effluent and slight pain upon draining resolved. The nurse did not provide an assessment of causality for the events cloudy effluent and slight pain upon draining.